Event description:
I was in a serious car accident and I bit down on glass from a window. The impact caused several of my fillings and teeth to break. I went to a dentist a few months later to repair the damaged teeth. I ended up enduring a lot of physical pain and bleeding from the procedures and the dentists removed, replaced and added about 15 mercury amalgam fillings to my mouth over a 2 month period. I felt very ill during the whole process. I had no energy, I was bedridden, I was unable to function at work, I had stomach problems, problems concentrating and developed a tick. Right after one of my treatments I became violently ill and vomited a pool of fluorescent green vomit that taste like metal. I immediately went to the doctor and brought in photographs. I know I was mercury poisoned. The incident happened in 2002. I do not know if the doctor reported this incident or not. I did not have any info on mercury poisoning at the time, but now I see there are many support groups online. I am extremely worried about the long-term affects of this and I am bothered about not being given a choice by the dentists about the material they put in my mouth. This was extremely devastating to me and was difficult to recover from.